Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and anxiety. Lymphadenopathy - not device related.

Event description:
Healthcare professional reported right side rupture. Also reported, lymphadenopathy -not device related, "mildly prominent right axillary lymph node attributed to recent right-sided covid vaccination", and patient concern with the device. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4 , b.5 , d.6b , h.6.

Event description:
The device has been explanted.